Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and pericardial effusion three weeks post implant of the right ventricular (rv) lead. It was further reported that the rv lead was not pacing. Drainage was performed. The rv lead was explanted. No further patient complications have been reported as a result of this event.